Event description:
It was reported that the pump ¿dried up¿. The patient experienced withdrawal related to the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l80788, implanted: (B)(6) 2000, product type catheter. (B)(4).